Event description:
It was reported the camera head had a crack on the cassette on the electrical side. The issue was found during reprocessing for an unknown procedure. There were no reports of patient involvement.

Manufacturer narrative:
Health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no additional findings. Based on the results of the investigation, it is likely that the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a crack on the cassette on the electrical side. The issue was found during reprocessing for an unknown procedure. There were no reports of patient involvement.